Event description:
It was reported by service report that the inner and outer shell on footboard is cracked on the left side. Sharp edges were reported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.